Manufacturer narrative:
Additional information: product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spondylolisthesis level: l5 it was reported that intra-op, the tip of the break off driver broke inside the head of the screw on left l5 and had to be picked out. The surgeon then had to use a regular driver to break off the other side set screw. The procedure was adequately finished with no harm to the patient. No fragments remained in the patient. There was no patient complication as a result of this event.